Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 87 mg/dl. Customer also stated that the reservoir lip ring was damaged and it was able to lock in place but unable to tighten the reservoir into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).